Event description:
A dreamstation auto CPAP device was returned to a third-party service center with information alleging overheating and not functioning of device. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, overheating and contamination were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on may 21, 2024, and section h11 should be reported as: the device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white, and black (inconsistent with degraded sound abatement foam), contamination in the iso port (international organization of standardization.) Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Potential mineral deposit spots on the bottom of the blower motor & blower box, indicating potential water ingress. Tiny unknown brown and white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. Manufacturer was not able to confirm the complaint or address the symptoms specified. In box d: previously manufacturer captured wrong UDI and operator of device, and it has been updated in this report. In box h: recall number has been updated. Box h: device problem code, evaluation method code grid, evaluation results code grid, component code and conclusion code grid was updated.